Event description:
The pt underwent a laparoscopic appendectomy. When the trocar was inserted, both iliac arteries were lacerated. It is suspected that the safety shield did not deploy properly. The procedure was converted to open, and the pt required transfer to another facility and required another surgical procedure to correct vascular defects.